Manufacturer narrative:
Cerner distributed notification to each potentially affected client site on january 6, 2015. The software notification includes a description of the issue, recovery options, and notification that a software modification was being developed to address the issue for all sites that could be potentially impacted. The software modification to address the issue was released on january 11, 2015. However, cerner is continuing to work with the potentially affected clients to ensure complete resolution. Cerner corporation will provide a follow-up report when this has been completed.

Event description:
The issue involves careaware connect and affects users that utile the careaware connect application to securely communicate through voice and text, receive and respond to secondary alerts, and collaborate while inside a healthcare facility. In careaware connect, the communication application may become unresponsive in two unique workflows. This issue could result in delay of patient care if primary communication methodologies have not been utilized. Cerner has received communication of an adverse event resulting in patient death. This event occurred in a client facility where careaware connect is utilized as a part of the communication protocol.